Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in shock lead impedance (sli) over the past year, eventually going out of range measuring 149 ohms. Technical services (ts) was consulted to review the lead trend. Upon evaluation, ts confirmed that sli values had surpassed 125 ohms and that pacing thresholds had also been increasing over time. Ts provided troubleshooting recommendations. At this time, the lead remains in service. No adverse patient effects have been reported.